Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545.. Manufacturing site: 3003442380 patient city: (B)(6). Patient country: colombia.

Event description:
It was reported that the patient experienced high blood glucose levels upto 300 mg/dl on (B)(6) 2026 which was treated by insulin injections.